Manufacturer narrative:
The lot number is unk; consequently the device expiration date is unk. For use when the device problem is not known. The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2008, it was reported to boston scientific corporation that during a procedure on the same day, the physician noticed the pt was bleeding as he dissected under the urethra towards the pubis ramus prior to the placing an obtryx mesh sling. The physician stated this may have been due to knicking a vein or an artery. The physician waited for the blood to clot, which took approximately 5 minutes. No add'l treatment was needed for the bleeding, and the case was completed with no complications to the pt.